Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported feeling itchy under the lifevest garment. The patient's physician prescribed an antihistamine for the itch. Medical outcome of the irritation is unknown.